Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current measurement test, active current measurement test, self test or verify failed batt test alarm due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts anomaly found in the history files or traces on event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, missing display window cover, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), battery cap metal contact missing. Unable to verify failed batt test alarm due to blank display. Blank display due to misaligned battery tube and cracked case (battery tube), battery cap metal contact missing confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump had a crack and received a battery failed alarm even after changing the batteries, and the battery cap contacts were loose. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts were damaged. Troubleshooting was performed for battery cap issues, and the customer reported battery cap damage. Troubleshooting was performed for damage, and the customer reported damage to the back side of the pump; also pump functionality was affected. The customer was advised that the insulin pump would be replaced and to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.